Event description:
The complainant reported that they encountered a purge pressure high/purge pressure blocked alarm during impella support. The purge cassette was replaced to initially resolve the alarms; however, the issue returned a short time after. Two mg tpa and 50 cc of water were hung as purge fluid and the alarms were again resolved. Additional information noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. The cause of the high purge pressure issue was most likely biomaterial based on provided clinical information and data log review. As noted in the impella IFU: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.